Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. The display screen lens was severely scratched. The keypad was found to be torn. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast and up key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display issue and keypad issue. This report is made based on results of the investigation performed on (B)(4) 2014.